Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. The customer identified a possible lot numbers (plots) of: 13671297 (MFR date 07/01/2023) and 13677692 (MFR date 07/01/2023).

Event description:
The complaint/event involved a clave® connector, non-sterile that reportedly leaked unspecified medical fluid during use. The customer suspected imperfect molding (short shot) in the conduit section. To resolve the issue, the customer stopped using the complaint product. There was no injury or harm.

Manufacturer narrative:
One photo was shared by customer, where the item is observed to be leaking from the spike, another photo shows an anomalies on the spike tip. No additional damage or anomalies were observed. One used partial list# 081-c1000ns, clave® connector, non-sterile was returned for evaluation. As received a molding anomaly on the spike tip was observed. No additional damage or anomaly was observed. Complaint of leakage can be confirmed. The probable cause is related due to an error during molding process in manufacturing. Lot history review of possible lot numbers were reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.